Event description:
It was reported that customer experienced diabetic ketoacidosis a few months earlier in Ireland, which was thought to be related to possible pump troubleshooting, and later went to emergency department on (b)(6) for high blood sugar. No additional information was received regarding the outcome of the customer¿s blood glucose level. Customer Technical Support planned to follow up to obtain further details and attach full email to record, and it was believed that customer might have been reporting two separate events requiring additional review.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.